Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, the physician found noise on the egms classified as vf. Low sensing, low impedance and high capture were observed. Lead was capped and replaced.